Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdown during a treatment sequence) has been confirmed. Upon receipt, the monitor's flag files recorded an abnormal shutdown during a treatment sequence. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the abnormal shutdown. The pt did not require a replacement monitor.

Event description:
Zoll customer support received an email from a zoll (B)(4) representative indicating that a (B)(6) pt's monitor abnormally shutdown then automatically restarted as designed during a treatment sequence. No adverse event occurred. Upon review of the pt flag files, the monitor properly detected vf at 08:22:01 on (B)(6) 2014 and initiated a treatment sequence. After the gel release at 08:22:29, there was an abnormal shutdown at 08:23:19 when the monitor automatically restarted. Upon restart, no treatable rhythm was present.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during a treatment sequence) has been confirmed. A review of download data determined that the monitor delivered a treatment during vt/vf at approximately 08:23am on (B)(6) 2014. After the treatment was delivered, the monitor reset. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor. The patient's arrhythmia was converted by the treatment.

Event description:
Zoll customer support received an email from a zoll (B)(4) representative indicating that a german patient's monitor abnormally shut down then automatically restarted as designed during a treatment sequence. No adverse event occurred. Upon review of the patient flag files, the monitor properly detected vf at 08:22:01 on (B)(6) 2014 and initiated a treatment sequence. After the gel release at 08:22:29, there was an abnormal shutdown at 08:23:19 when the monitor automatically restarted. Upon restart, no treatable rhythm was present.